Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that when attempting to to seat a teeha455 lot 1277199 and it would not seat in implant. Used a new teeha455 and it went right in. No further information provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) teeha455 (tsv bellatek encode emergence healing abutment 4.5mm(d) 5.5mm(p) 5mm(h)) for evaluation. Visual evaluation was performed, abutment was functionally tested with in-house implant and fully seats. No malfunction identified. DHR review was completed for the subject lot number 1277199. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1277199 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not seat the customer did not submit images for the reported event. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The abutment fully seats with in-house implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.